Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 512b trocar seal tore with the use of an olympus 10.3mm scope. There was no consequence to the pt.